Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5302 lot number 20116463 was performed. The search showed that a total of 12,803 units in 1 lot number was built on 18nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the male spin collar untwisted from the minibore pressure, removable IV cnnctr during the start of the infusion. The following information was provided by the initial reporter: male spin collar on IV tubing is untwisting from product mz5302 when infusion starts.